Manufacturer narrative:
The device was returned for evaluation. Inspection and testing found the display was not working due to a faulty circuit board. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the video system touch panel was not working. The issue was found during maintenance. There was no patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause for the event was not identified. However, it is likely that the display blacked out due to a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.